Event description:
Affiliate reported that the pt was implanted with a valve. The pt soon showed signs of being unwell including violent vomiting. During the operation following the pt's symptoms, the surgeon discovered that the siphon guard had detached completely from the valve and there was a large pool of csf accumulated under the scalp. As a result the surgeon revised the valve. The surgeon had mentioned that he had some difficulty when connecting the valve onto existing catheters and had to use mild force with his fingers to get the catheter ends over the valve connectors; however, he did not think it was enough to have caused such a full dislocation.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.